Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided.

Event description:
According to the doctor, his pt had a reaction to mepitel when it was placed over an apligraft. The reaction to the mepitel caused demarcation of the skin graft. The nurse shared that as far as she knew the pt did not have to have surgery and is doing fine.